Event description:
It was reported that the histogram shows "invalid data". The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Data recording problem was indicated. The report was invalid data and there was a count of three in the parity error index and the device recorded 31 parity error counts.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Data recording problem was indicated. The report was invalid data and there was a count of three in the parity error index and the device recorded 31 parity error counts. Correction: updated device 'available' code to be 'no'. Changed device code and device conclusion.